Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was not getting acceptable sensing numbers. The lead was removed and cleaned with saline to attempt to remove the tissue from the helix but upon reimplantation the sensing numbers were still not within normal limits. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.